Event description:
Potential for injury associated with a broken back on a model 65650r rollator. This event could cause possible product instability and the potential that the rollator will not be able to maintain its intended weight-bearing capabilities.